Event description:
It was reported that a malfunction alarm occurred, specifically with a malfunction code of 3-0x2095, which was not resettable. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed to return the malfunctioning pump using a pre-paid label and acknowledged understanding the process.